Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had trouble introducing insulin into the cartridge. There was no impact to the customers blood glucose level. The customer changed supplies and was able to introduce insulin to the cartridge.